Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient reused equipment (single use product) during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the event. The patient was treated with injection fortum (1g, once a day; route and duration not reported) and injection vancomycin (1g in 5 days; route not reported) for peritonitis. Action taken with therapy was not reported. Outcome of the event was not reported. No additional information is available at this time.